Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose levels were reported. It was also stated that the insulin pump had been giving multiple motor error alarms for the past two weeks. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.